Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's scs system is not working properly. Follow-up identified a sjm representative met with the patient and confirmed the patient's ipg was non-functional. The patient stated, she had not charged her ipg for over three months. Additional follow-up identified, the patient's scs ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Evaluation codes: results: the event for ipg not working properly was confirmed. As returned, the ipg would not communicate due to a depleted battery. The in-circuit battery voltage was below the minimum necessary for communication. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications. The ipg passed all tests. The root cause of the battery being depleted could not be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.